Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 28 january 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while starting up the imaging system, the site experienced difficulties starting up. Once started, the image quality was poor. No additional information was provided. The reported issue occurred during a procedure.